Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 171mg/dl (meter), 288mg/dl (lab). Tests were done within < 10 mins with a difference of 34%. Pt did not experience any adverse events. No further information has been reported.